Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during load sequence and that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer's blood glucose level was 123 mg/dl. The customer reverted to alternate therapy for diabetes management.